Event description:
Medwatch report explained that the tip of the needle driver came off while the device was in use. This was not identified during the operation. The retained foreign body (rfb) was seen on routine post-op imaging. The patient required a second surgery under general anesthesia to remove rfb. The MFR response follows for the needle driver, codman classic plus needle holder # (B)(4). The MFR have opened a quality concern and a meeting is being scheduled to review.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. However, in absence of the device and/or lot number a meeting with the account and a process review was conducted, which did not reveal any changes. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.